Event description:
The customer was hospitalized due to dka. The customer reported that they did an infusion set change and bg started climbing. The customer also started getting no delivery alarms. Customer stated that they were vomiting so much that they were unable to do the infusion set change again. A replacement pump was requested.

Manufacturer narrative:
Unable to prime during prime test due to faulty force sensor. The insulin pump passed displacement test. Unable to confirm excessive no delivery alarm and complete a full functional test including basic occlusion, occlusion and excessive no delivery alarm test due to prime anomaly. Cracked reservoir tube and cracked battery tube threads noted during visual inspection.